Event description:
It was reported by the customer that the safety did not work. In one incident, a needle bent outside of the safety and a needle stick occurred following use of the needle on a patient.

Manufacturer narrative:
Customer initially reported 16-nbch21gs and three lot numbers. Customer confirmed on 5/24/2022 the correct reorder number was for the needle without the holder (16-nbc21gs) impacting only lot number ckdi11-02. The other two lot numbers initially reported belonged to a 22 gauge needle that did not result in a needle stick; however, did pose a safety concern which will warrant filing a separate MDR.

Event description:
It was reported by the customer that the safety did not work. In one incident, a needle bent outside of the safety and a needle stick occurred following use of the needle on a patient.